Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set had a no flow issue. The set was not providing enough venting for certain types of medications using a glass bottle. There was no visible obstruction. It was possible to prime the set. There was no patient involvement. No additional information is available.